Manufacturer narrative:
(B)(4)

Event description:
It was reported that the level sensor pad was falling off and would not stick enough. No other details regarding the nature of this event were provided. Diligence is ongoing to obtain additional information.

Manufacturer narrative:
Per user facility perfusionist, no parts will be returned as they were disposed of. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
This occurred during set-up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.